Event description:
A revision surgery occurred on (B)(6) 2019, due to dislocation approximately 2 weeks after the primary surgery. The intention was to do a poly swap out. In the process of the revision surgery, the size 12 humeral stem (ref 317-4012) came out. This delayed the revision surgery by around thirty minutes. The original humeral stem was replaced with a size 16 stem. The original polyethylene 40/+6 standard humeral cup (ref 104-0806) was replaced with a new humeral cup of the same size as well as a +9mm spacer.